Event description:
Same event as MFR report numbers: 6000093-2006-02255, 6000093-2006-02256, 6000093-2006-02258 and 3004878732-2006-00042. It was reported that during an unspecified procedure, removal difficulties with several different balloons was encountered. Also, two balloon ruptures were reported. The balloons were used in the following order: maverick2 monorail 3.0 x 15mm, quantum maverick monorail 3.0 x 15mm, nc ranger monorail 3.25 x 9mm, ultra 2 cutting balloon 3.0 x 6mm, quantum maverick monorail 3.25 x 8mm. The lesion was located on a tight bend in the severely calcified left anterior descending (lad) coronary artery. The physician had dilated the following balloons to unknown atm ("possible 25 atm or more"); maverick2 monorail 3.0 x 15mm, quantum maverick monorail 3.0 x 15mm and an ultra 2 cutting balloon. The number of inflations is unknown; however, following deflation of the balloons, removal difficulties were encountered. It is believed that the removal difficulties were related to the patient's anatomy and not the devices. The devices were eventually removed without incident. The physician also used an nc ranger 3.25 x 9mm balloon that ruptured at 30 atms. The number of inflations and to what atms is also unknown. Removal difficulties were experienced with this catheter as well. The physician then used the quantum maverick monorail 3.25 x 8mm which ruptured at 30 atm and during removal, a portion of the balloon material detached and was lost in the patient. Attempts to retrieve the balloon material were unsuccessful. The entire system, including the guide wire and guide catheter, was removed as one. The physician was unable to recross the lesion and the procedure was not completed due to these events. Two forte moderate support marker guide wires, a 190 whisper support guide wire, a pt2 moderate support guide wire, a cross it guide wire and a kr4h guide catheter were also used in the procedure. Patient status is reported as "stable." Additional information has been requested.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Because the batch number for this complaint is unknown, the shop floor paperwork could not be examined.